Event description:
A customer reported a malfunction on their insulin pump, identified by the malfunction code "malf 0." There was no reported adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.